Event description:
A 3.0 mini-unhooded burr broke off in the knee of a pt while the surgeon was doing a partial arthroscopic medial menisectomy of right knee. The fragment was removed by the surgeon without any damage to the joint.